Event description:
It was reported to boston scientific corporation in 2006, that a place hit wallstent biliary endoprosthesis was used during a procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, after anchoring the stent, the mechanism snapped during pull back, with the metal part detaching from the plastic sheath. Procedure completed with a different device (unknown product). There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. A review of the manufacturing records shows that the device met its material, assembly and product specifications.